Event description:
Customer called to report blood leak alarm during buffy collection phase of cycle 2. Customer opened the centrifuge door and noted plasma on the centrifuge wall. Customer disconnected the patient's access line and aborted the procedure without return of blood products to patient. Css asked customer if there was any clotting or occlusions in any part of the kit. Customer checked kit but did not notice any clotting or occlusions. Css asked if there were any alarms throughout the procedure. Customer stated there was one occlusion patient alarm during cycle 1, but she was able to clear the alarm by flushing patient's access line. The kit was returned for investigation. Customer stated service is not required as there no other damage to the centrifuge. Patient's condition was stable.

Manufacturer narrative:
A review of lot c901 was performed and there were no nonconformances associated with this lot. This lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected for complaint categories occlusion patient alarm or leak centrifuge alarm. This assessment is based on info available at the time of investigation. The kit was returned for evaluation; however, the conclusion of this evaluation is still in progress at the time of this report. Therefore, final investigation findings are still pending. CAPA (B)(4) has been initiated for late MDR reporting. (B)(4).